Manufacturer narrative:
Sections with additional information as of 13-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 54 and 27 mg/dl. Customer stated that when he obtained the result of 54 mg/dl, he was shaking; customer did not take anything to combat the shaking. Customer stated when he obtained the result of 27 mg/dl he had the shakes, tingling and sweating. Customer stated that he had three peanut butter and jelly sandwiches, and when he took his blood sugar it then it rose up to the 110 and then the 147 mg/dl and he felt better. No medical intervention was needed. At the time of the call the customer felt well and did not report any symptoms. The customer¿s expected fasting blood glucose test result range is 113 - 120 mg/dl. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 01/25/2022. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time/date not set): result 1: 93mg/dl, date: 12/16/18, time: 12:50pm, fasting. Result 2: 147mg/dl, date: 12/16/18, time: 7:36am, non-fasting. Result 3: 110mg/dl, date: 12/16/18, time: 3:43am, non-fasting. Result 4: 54mg/dl, date: 12/16/18, time: 1:34am, fasting. Result 5: 27mg/dl, date: 12/16/18, time: 1:19am, fasting.